Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported pressure transducer test failure is confirmed in the received device logs. The failure was due to a high offset value for the pressure sensor on the expiratory pressure transducer printed circuit board (pcb). The offset value had drifted and exceeded the allowed limit (±300 mv from default). The reported ventilator was reported for high peep (positive end expiratory pressure) issues in another complaint (MFR report # 8010042-2014-00460) and a different date of event. The expiratory pressure transducer (pcb) has been replaced to rectify both reported issues and the replaced part was investigated in the above mentioned complaint. During investigation, microscopic inspection of the pressure sensor showed that there was dirt/particles in the ceramic cavity on the top of the sensor's chip which is considered as the root cause to the observed offset drift. Earlier investigation of other similar problem have shown that once particles were removed, the pressure transducer functioned normally. In this case, it was not possible to clean the cavity since the dirt was stuck on the glass foil between the ceramic and the chip.

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).